Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl and around 500 mg/dl. The customer stated that they treated the high blood glucose with insulin. The customer stated that the basal rates were not programmed correctly which was causing the high blood glucose. The insulin pump will not be returned for analysis.